Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal morphine 2 mg/ml at 0.733 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had pain in abdomen with where the pump was so provider was moving pump to the flank. Patient came in for a pocket revision as she wanted the pump moved to her back due to increased pain in the abdomen. Once provider got pump pocket open, she was unable to get the 8784 off the pump and therefore had to replace and pump and partial explant of the previous 8784 and added in new 8784. It was also reported that provider attempted multiple times to get pump connector off pump, used a kelly, used gauze and could not get it disconnected. Actions/interventions taken to resolve the event included that they had to replace the pump and new 8784. Provider was not happy and was hoping the patient did not need to pay for this pump as she felt it was a product defect. The issue resolved at the time of this report with patient's status being "alive- no injury". The patient's weight was 67 kg and medical history of chronic pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6: pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 10: analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.